Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the patient's post-operative complication. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's post-operative complication. This complaint is being reported due to the following conclusion: the patient was found to have sustained an anastomotic leak after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci sigmoid colectomy procedure, the patient was found to have sustained an anastomotic leak. According to the initial reporter of this complaint, the surgeon believes the inferior mesenteric artery (ima) was not fully sealed during the surgical procedure and therefore a leak occurred. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The initial reporter was present during the da vinci sigmoid colectomy procedure. He did not observe any issues with the da vinci system, an instrument, or an accessory during the surgical procedure. The initial reporter also stated that he did not witness any intra-operative complications other than slight bleeding that the surgeon was able to control and seal without any issues. The initial reporter did not know the current status of the patient. On (B)(4) 2014, isi also contacted the surgeon who performed the da vinci sigmoid colectomy procedure. The surgeon indicated that post-operatively, the patient developed a large hematoma in the mesentery that required surgical intervention for clot evacuation. The surgeon believed that the hematoma then became infected and ultimately led to the failure of the bowel anastomosis. The surgeon emphasized that no obvious inadequate sealing of the inferior mesenteric artery occurred. However, the surgeon indicated that the bleeding may have been from smaller arcade vessels for which he would have used the harmonic ace curved shears instrument to coagulate and cut.